Manufacturer narrative:
Lifescan has requested the returned of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt/layperson informed a customer care associate, cca, on 7/17/2007, that his blood glucose results have been inaccurately low for "days." He described results such as " 15, 20, 24" mg/dl. Reportedly, his wife had obtained a result of 23. Although the date was not provided, he implied that her result was inaccurate. Because he had no check strip and only expired control solution, a quality control test could not be performed. The meter was coded correctly. The test-strips, opened "recently", less than 3 months, contained an expiration date of 7-2007. The reporter provided the following information to the cca. All results are in mg/dl, the correct unit of measure. At 9 am, in 2007, he awoke asymptomatic and tested: result 20. He elected to inject 40 units of humalin nph, his usual dose. He also tested on a recently purchased "disposable sidekick glucometer": result 124. Although the tests were back to back, he did not clarify whether the insulin was taken after the first or the second test. After the insulin, he became "sweaty and jittery." He did not provide the time frame between insulin and experiencing symptoms. When the symptoms began, he "drank orange juice and ate something." No other treatment was obtained. The cca replaced all products. Based upon the information provided by the p[t, this senior medical affairs specialist has classified the complaint as a serious injury due to use error: the pt elected to take his insulin after obtaining a very low result and then self-treated upon experiencing hypoglycemic symptoms. There is no evidence at this time that the test-strips were malfunctioning.